Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2025, the patient came from around 11:00am and the patient sted his blood sugar was fine then he fell asleep. He stated he mainly only uses his pump to check his readings but he also has the g6 mobile app that was working. Around 1:00am, his wife was alerted byt the bionic circle app and it was reading 60 mg/dl. She checked on the patient and he was on the floor unconscious. She was not able to check his bg with a meter during this time. She gave him orange soda and went to get additional juice ut when she came back, she found the patient seizing and she called 911. When emergency medical technician's arrived, they gave the patient "fast acting drip". Emt's removed the patient's insulin pump, the patient regained consciousness but his bg started dropping again but he could not remember the bg meter value that emts took. The patient was transported to the ER. Hospital staff checked the patient's pump and found that it administered 4 full meal of insulin in half an hour manually; however, the patient could not remember if he was the one who administered the insulin from the pump. The patient was discharged from the hospital the same day. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.